Manufacturer narrative:
DHR analysis: the DHR analysis of batch 2645226 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. No other analysis could be carried out because the product (stem) was not returned. The root cause could not be determined from the limited information provided depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; left asr xl acetabular system; reasons for revision: stem loosening. This is the second revision on the left hip - see (B)(4) for asr revision. Stem and asr products implanted on (B)(6) 2008. Asr products revised on (B)(6) 2012 - stem left in situ. No information currently available as to what replaced the asr products.